Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model: sc-2316-50e, serial: (B)(6) , batch: 7087340.

Event description:
It was reported that the patient experienced lightheadedness and a balance deficit, which resulted in two falls that were not device related. The physician believed that it may have been a side effect of the anesthesia from her trial procedure. The patient was reportedly doing well.